Manufacturer narrative:
(B)(4): results: evaluation of the returned product found that there is one bent battery spring inside the battery compartment. The alarm does power on and sounds when it should. One of the screws that is used to hold the alarm case together is missing. (B)(4).

Event description:
The customer claims that the alarm has power, but when pressure is released from the pad the unit sometimes alarms. The customer also claims that pressure must be applied to the sensor outlet to get an alarm tone. There is a missing screw on the upper right corner by the voice and tone. There was no pt injury reported.